Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles needle is blocked. The following information was provided by the initial reporter: nurse to inject a vaccine into child. The hypodermic needle was blocked and would not expel from the needle/syringe. Needle was discarded and another needle was used. This meant the child had 2 injections.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 300400 and lot number 210712. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the same lot number were obtained from the manufacturing facility for review. The retained samples were assembled with a bd discardit 2ml syringe and liquid was found to move normally through the cannula with no signs of clogging. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. Inspections for occluded cannula condition are performed as part of the routine in-process inspections after assembly. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. If this issue were to reoccur, we would greatly appreciate the opportunity to review the affected sample. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.